Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6) 2015 requesting assistance with drain issues and stated he had an infection. Follow-up was made with the patient's peritoneal dialysis registered nurse (pdrn), who stated the recent drain issues were attributed to fibrin buildup near the patient's catheter site. Per pdrn on (B)(6) 2015 the patient contacted the clinic reporting difficulty draining. The patient was requested to visit the clinic for fluid culture. The culture results indicated the patient developed peritonitis. Per pdrn the fluid culture results showed no growth, but the patient exhibited an extremely high white cell count. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The patient did practice aseptic technique when completing peritoneal dialysis treatments and no fluid leaks were reported during treatment prior to infection. The nurse stated as of (B)(6) 2015 the patient's signs and symptoms of peritonitis and fibrin buildup were resolved, the alarms had not re-occurred, and the patient had been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the 11 pages of medical records information it appears this (B)(6) male esrd patient started pd therapy, on (B)(6) 2014. On (B)(6) 2015, pd effluent cultured showed organism neisseria sicca/subflava, with moderate white blood cells. On an unknown date, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis due to his non-functioning pd catheter. On (B)(6) 2015, the patient was assessed in his pd clinic due to a non-functioning pd catheter with both inflow and outflow problems, heparin and alteplase was administered with no effect, the patient was not constipated, the pd catheter was in a good position per an abdominal x-ray, and antibiotic therapy was changed to ancef (cefazolin) daily. The nurse stated the patient was not hospitalized and was treated in-clinic for the peritonitis. The patient did practice aseptic technique when completing peritoneal dialysis treatments and no fluid leaks were reported during treatment prior to infection. The nurse stated as of (B)(6) 2015 the patient's signs and symptoms of peritonitis and fibrin resolved and the patient continued continuous cycling peritoneal dialysis (ccpd) therapy. The received medical record does not contain dialysis treatment records, physician orders, or medication records. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate, and the event of peritonitis. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the patient was diagnosed with peritonitis, though cultures were negative. Culture-negative peritonitis is a common complication of peritonea dialysis, which is frequently associated to previous antibiotic treatment.